Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy procedure, a cable broke on a fenestrated bipolar forceps instrument and a fragment fell into the patient¿s anatomy. The fragment was removed with assistant forceps. The issue was identified during cauterizing of tissue with the instrument. The instrument was in use for an hour when the issue occurred. The fragment fell during an instrument tip collision. The surgical staff did not feel any resistance upon removal of the instrument through the cannula and the surgeon does not know what caused the instrument to break. It was confirmed visually and with postoperative x-rays that all fragments were retrieved. The procedure was completed robotically and there was no injury to the patient. The fragment is not available for investigation.